Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that a patient underwent a l5-s1 plif wit blackstone clip spacers and bmp, disc decompression. Reportedly, the patient experienced chronic pain in legs/toes, muscle spasms, and numbness.

Manufacturer narrative:
Add'l info: (B)(6).

Event description:
It was reported that on (B)(6) 2004 the patient underwent the following surgeries: l5-s1 diskectomy, decompression, posterior lumbar interbody fusion with clip spacers and bmp morsellized bone with matrix transverse process fusion, arthrodesis at l5-s1, with hardware at l5-s1 with spacer to treat following pre-op diagnosis: segmental instability with scar of previous discectomy, l5-s1. Op-notes: "...then a spacer was used bilaterally following the box cutter, tapped into place. Bmp was placed anteriorly on both sides and the bmp filled the cages. Then gelfoam was placed over this area. We then directed our attention to the pedicle screws. The screws were then redirected more cephalad and more lateral and slightly more angled and although there continued to be continuity of the breach, this seemed to be stable. The caps were placed, the rods were placed and it was compressed on the left side only.."

Manufacturer narrative:
The following imaging studies were returned to the manufacturer for evaluation. (B)(6) 2007 lumbar MRI shows prior laminectomy at l5 with pedicle screws at l5 and s1, with interbody spacer. (B)(6) 2007 no dicom images present. MRI of cervical spine report shows congenital narrowing of the spinal canal at c4/5 and c5/6.